Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13064. During a permanent implant procedure, a wet tap occurred while the needle was inserted. The pt experienced a headache while in recovery and was treated with a demerol injection. The pt's headache resolved over time.